Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported site encountered fault on universal surgical manipulator (usm) #1. Site disabled usm and did a hard restart of the patient side cart (psc), but issue persisted. Tse had site do another hard restart with no change. The site agreed to communicate with customer regarding how to proceed with the procedure. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 32056 error was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the current test was found to be failing on the pitch axis. The axes control motor (acm) and flat flex cables (ffcs) were reseated and the usm retested and passed. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the acm board in the usm.

Event description:
Refer to h11 for follow-up information.